Manufacturer narrative:
Additional information: excessive force was not used. Treatment vessel and ipsilateral leg vessel were without significant tortuosity, there was a heavily degree of calcification. Percentage lesion stenosis was greater than 90%. The tibial vessel was not predilated. Due to severe comorbidities the patient was not a candidate for open revascularization. However, due to balloon dislodgment, he had to undergo emergent explanation that led to cardiac event and subsequently death. This was direct results of balloon dislodgement. Product analysis only the detached balloon was returned, which measured approximately 190mm, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a nanocross elite pta balloon during treatment of a plaque lesion in the patient¿s distal peroneal artery. Embolic protection was not used. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. A non-medtronic (boston scientific) inflation device was used for balloon inflation. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. Difficulty removing balloon following balloon inflation is reported. The balloon came off the delivery catheter and had to be surgically removed from the peroneal artery. There were abnormalities reported in relation to anatomy, steep aorto/iliac bifurcation was reported. Patient was alive and well after the balloon was surgically removed. Patient expired 2 days later due to myocardial infarction. The physician reported that the detachment and surgical removal of the nanocrosselite balloon from the peroneal artery contributed to the mi and death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.